Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
It was reported that the patient was not receiving adequate relief in their neck region. The patient noted having several surgeries in the neck region. The patient's cervical lead was noted high impedance on all contacts. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6)2024 wherein eh patient's scs cervical lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experienced high impedance was reported to abbott. As a result, the patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.